Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring clear. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, label damage, and cracked retainer. Cosmetic damage was confirmed at the battery compartment. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.